Event description:
Olympus was informed via service request that the customer high-definition camera head has ¿no picture¿. The customer¿s reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center for evaluation. The repair evaluation confirmed the customer¿s reported problem which was isolated to a defective/faulty cable unit. Additionally, the evaluation found the video connector is cracked, the device failed the leak air/water leak test, and the serial plate is worn/faded. Additional information has been requested from the customer regarding the details of the reported image defect and is pending. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and h4 correction. H4: corrected the device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred because the video function was not working properly due to a faulty cable unit. However, the specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.